Event description:
Revision surgery due to infection 1 month post op. All the implants were removed.

Manufacturer narrative:
Document review: amistem h femoral stem size 5 standard cementless: (B)(4) / lot 121541 (60 stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization cycles. Twenty six stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. Biolox delta ceramic head 12/14 0 32 size l (not marketed in the USA, manufactured by cermatec (B)(4)): (B)(4) / lot 686097 ((B)(4) head purchased by medacta): (B)(4) items belonging to the lot purchased have been already implanted and no similar incidents have been reported up to now. Versafitcup cc liner 0 32/ e: (B)(4) / lot 122076 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Fifty two liners belonging to this lot have been already implanted and no similar incidents have been reported up to now. Versafitcup cc light cup (not marketed in the USA): (B)(4) / lot 120577 (60 cups produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Eighteen cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection is highly unlikely.